Event description:
The home patient (hp) reported that the bag fell off and came unspiked. The hp stated she closed the clamp and re-connected the bag. The technical service representative (tsr) advised that the therapy should be ended. The hp stated she wanted to drain first then end therapy. The tsr assisted with bypass to drain 5 of 5. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated she does not know how the bag fell. She stated the alarm woke her. The hp stated this was the only time an incident like this had occurred. The hp stated she uses a cxd device to insert spikes. The hp stated there have been no other issues and she was doing fine with therapy. No additional information is available at this time.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during preparation for a stenting treatment procedure it was noticed that there was no stent mounted on the device. When the 3.50x16mm promus element stent delivery system (sds) was removed from the package it was noted that there was no stent ever attached to the sds balloon. The procedure was successfully completed by implanting another promus element stent in the left anterior descending artery (lad). No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed evidence that a stent had been mounted on the device and no longer present. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The report was not confirmed due to a lack of sample. Based upon the information obtained from baxter?s investigation, the root cause of the connection issue was not determined. A batch review was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.